Event description:
According to the reporter, during a left video-assisted thoracic surgery (vats) lobectomy procedure to the patient with cancer, after deployment of the staple line and during retraction when the I-beam reached the hinge and the reload was opened, there was a huge bleed from the pulmonary artery. The patient lost 3.5 liters of blood, but the surgeon managed to gain control. The patient was hemodynamically unstable, requiring a full blood transfusion and emergent hemodynamic support. Massive transfusion protocol (mtp) was also initiated. To resolve the issue, the procedure was converted to thoracotomy and suturing was used as a replacement for the staple line. The patient was admitted to the intensive care unit (ICU) for two days and then transferred to a normal ward. It was also noted that the hospitalization was extended, and the patient was discharged eight days after the initial admission date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that a tissue cavity was displayed. Blood could be seen pooling. The tube suctioned some of the pooling blood. The I beam was advanced. The I beam was retracted and the jaws were opened. Blood spurted from the staple line and covered the camera. The staple line could not be examined. It was reported that the staple line was bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.